Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to communicate with monitor) has been confirmed. Upon investigation the trunk cable connector was cracked and was unable to securely latch to a monitor. Additionally, components j702 and j703 on the distribution node pca were physically damaged. Finally, the front therapy electrode was missing. The root cause for the cracked connector was physical abuse. The root cause for the damaged j702 and j703 components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.